Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a proglide link break was noticed for two devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was greater than 8.5f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional vessel closure device referenced is being filed under a separate manufacturing report number.